Event description:
Same case as MDR ID: 2134265-2014-04715 and 2134265-2014-04714. (B)(4) clinical study. It was reported that chest pain and in-stent restenosis (isr) occurred. On (B)(6) 2010, the patient presented with history of shortness of breath, swelling of lower extremities and chest tightness. The patient was diagnosed with stable angina and cardiac catheterization was recommended. Subsequently, coronary angiography and the index procedure were performed. The target lesion was a de novo lesion located in the 1st right posterolateral branch (rpl) with 70% stenosis and was 14mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 16 mm taxus® liberté® stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2014, the patient presented with recurrent chest pain and patient was hospitalized on the same day. The patient was then referred for cardiac catheterization. At the time of event, the patient was taking aspirin only. The study drug was last taken on (B)(6) 2011 and other antiplatelet medication was never taken during the study. Coronary angiography was performed and revealed 75% isr of the study stent in 1st rpl branch. Site confirmed no thrombosis was noted in the study stent. The lesion was treated with direct placement of a 2.5 x 20mm promus premier stent. Following post dilatation, residual stenosis was 0%. In addition, a 75-80% stenosis (non-target vessel) located in mid left anterior descending (lad) artery was treated with placement of a 3.0 x 24mm promus premier stent. Following post dilatation, residual stenosis was 0%. However, it was noted that post deployment of 2.5 x 20 mm and 3.0 x 24 mm promus premier stents, the patient complained of chest pain which was treated with 0.4 mg nitroglycerin. One day post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).